Event description:
It was reported that a patient had received treatment for hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include loss of consciousness, sweating and shaking as well as difficulties in both breathing and speaking. The patient removed their pod prior to calling the paramedics. Upon arrival of the paramedics the patient was treated with glucose tablets. The patient was with the paramedics for 1 hour. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.